Event description:
One year status post rhinoplasty with placement of solid silicone implant. One month history of pain, tenderness, swelling and redness of nasal tip. Failed course of oral antibiotics. In for urgent removal of infected implant.